Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atrium. During the pre-deployment of the clip, the clip was observed to open by more than 20 degrees and mr increased. Troubleshooting was performed: the clip was opened to 120 degree and was locked; then closed to 20 degrees. During the pre-deployment again, it was observed that the clip opened to 40 degrees again. The clip was removed, and another clip was implanted with no reported issue, reducing mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported unintended movement (clip open ¿ efaa) associated with clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.